Manufacturer narrative:
(B)(4). This is report 11 of 19 associated with this device. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. External & internal visual inspections revealed no problems. The device history review revealed the hc device failed the pneumatic test. The device was reworked and passed all subsequent testing prior to release. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the pediatric iipv found in the device logs. The cause of the pediatric iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow/ no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2011 during drain cycle 11. The patient's ultrafiltration (uf) reading was 71 ml, indicating the home patient (hp) drained 71 ml more than the largest prescribed fill volume of 150 ml. This meant the total drain volume was 221 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the home patient (hp)'s peritoneal dialysis nurse on (B)(6) 2011, to relay the iipvs found during evaluation of the hc device. The nurse stated the hp's prescription changes frequently because the hp is a baby. The nurse confirmed the hc was not used as a training device. The nurse stated the hp is flourishing, growing as he should be, and had not shown any symptoms of iipv.